Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 19.3-20.9 mm in diameter and 31 mm in length. The right iliac artery was 12.6-11.5 mm in diameter and the left iliac artery was 11.9-19.4 mm in diameter. The right femoral artery was 7.7 mm in diameter and the left femoral artery was 6.9 mm in diameter. The vessels were calcified. It was reported that the patient returned and a right iliac limb occlusion was discovered. The physician stated the cause of the occlusion is unknown. There was no kinking of the stent graft in the right limb or extension. The physician elected to treated the occlusion with three stents in the right limb and two stents in the left limb. No additional clinical sequelae were reported and the patient is fine. Film review of returned films pre-implant show that the aaa and iliacs were largely calcified. The proximal neck diameter (flow lumen) measured 19x22 mm at the renals, and 17x21mm at the distal end of the proximal neck. The 4.6cm aaa contained thrombus; 3cm flow lumen. The distal aorta diameter (flow lumen) was 13 x 23mm, and contained calcification and thrombus. The diameter at the origin of the right common iliac was 10mm where it angulated sharply laterally. Films post-implant ((B)(6) 2012) show that the bifurcate was positioned just below the renals; the ipsi limb was placed on the right side. The right limb was slightly compressed at the origin of the right common iliac (7 x 10mm stent graft diameter). No thrombus or occlusion was seen. Films post-implant show that the right limb was occluded beginning at the bifurcate flow divider. The right limb remained slightly compressed to 7 x 10mm in the right common iliac artery. Thrombus was also visible in the distal section of the contra limb within the left common iliac. The contra stent graft did not appear compressed or kinked. The cause of the occlusion is unknown; it is possible that the patient's distal aorta and iliac anatomy may have contributed.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (occlusion), (cause is unknown). Evaluation, conclusion: (cause is unknown).